Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly experienced too high blood glucose level of more than 300 mg/dl; changed the cartridge and the infusion set with no success. Caller alleges the pump delivers no insulin. No adverse event reported. Requested return of the alleged device for evaluation.